Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states, the frame was bent on both sides of the seat, the dealer was unable to fully expand the chair and they believe it is not repairable with replacement parts. The box was not damaged. Out of box failure.